Event description:
It was reported that during a da vinci-assisted surgical procedure, a prograsp forceps instrument was not consistently responding to the surgeon's commands on the console. The instrument jaws had some play. A visual inspection found there was no broken wires were found. The decision was made to replace it immediately. The procedure was completed with no reported injury. Intuitive surgical, inc. Contacted the customer but was not able to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.